Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for the purpose of evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may result in high friction during the attempt to release the stent and subsequent deployment failure. Reportedly, a short introducer sheath was used for the contralateral approach which may be another contributing factor in case the aortic bifurcation was not covered. On the basis of the information available and as no sample was provided, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." And "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Also the IFU states: "always use for contralateral access the stent system in conjunction with a long introducer sheath which covers the aortic bifurcation."

Event description:
It was reported that the vascular stent could not be released in a pre-dilated sfa lesion. Reportedly, a short introducer sheath was used during the crossover procedure. The delivery system was removed from the patient without difficulty and another device was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient or procedural details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent could not be released at the target site. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure. Increased friction was found between two components that are supposed to move against each other during deployment making a successful stent deployment impossible. A force transmitting component inside the grip was found to be broken indicating the presence of high release force. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may result in high friction during the attempt to release the stent and subsequent deployment failure. As reported, the lesion had been pre-dilated but there was a significant recoil after pta. Reportedly, a short introducer sheath was used for the contralateral approach which may be another contributing factor in case the aortic bifurcation was not covered. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." And "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Also the IFU states: "always use for contralateral access the stent system in conjunction with a long introducer sheath which covers the aortic bifurcation." Furthermore, the IFU mentions patients with highly calcified lesions resistant to pta as a potential contraindication.